Event description:
As reported in user medwatch # (B)(4), patient had this infusaport implanted four years ago for chemotherapy administration. A few weeks ago, after having determined that the port was dysfunctional, this patient went to surgery to have the port removed. The surgeon placed the catheter in traction and immediately noted that the catheter separated from the port apparatus with minimal pressure. I sheared off at the hub. This was a "clean cut." The hospital added a "health professional's impression: the patient did not suffer an adverse event, however, the surgeon believed this port had fatigued which probably caused this event." The hospital has stated that the used device is not available for return to navilyst medical.

Manufacturer narrative:
Although no sample is being returned for evaluation, an investigation into this event is being conducted and has not yet been completed. Upon the conclusion of the investigation, a supplemental medwatch will be submitted with the results. (B)(4).